Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remaines implanted and was not returned for analysis. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. It was believed that the the pericardial effusion was caused by the non-abbott pigtail was positioned too close to the pectinate muscles which may have contributed the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. The patient's dimensions for the left atrial appendage of the landing zone was 16.2mm, orifice was 15mm, and depth was 11mm. The patient's activated clotting time (act) levels was over 250 seconds, and heparin was administered. All the close criteria was satisfied. The procedure was technically completed successfully and without difficulty, observing all the procedural steps. About one hour after the end of the procedure, a pericardial effusion was detected near the left atrial appendage, and the patient was admitted for observation in intensive unit care with intra-cardiac drainage. The physician believed that the the pericardial effusion was caused by the non-abbott pigtail was positioned too close to the pectinate muscles. The patient status was stable.